Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the s5 roller pump displayed an error message during the procedure. Power cycling the pump resolved the issue temporarily but the error reappeared when the next dose of cardioplegia was delivered. The pump was again power cycled and the case was completed without further issues. There was no pt involvement. The investigation is ongoing. A f/u report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the s5 roller pump displayed an error message during the procedure. Power cycling the pump resolved the issue temporarily but the error re-appeared when the next dose of cardioplegia was delivered. The pump was again power cycled and the case was completed without further issues. There was no report of pt injury.